Event description:
Related manufacturer reference number: 2017865-2022-47182.it was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with low pacing impedance. The rv lead also had high capture thresholds and a decrease in sensing. No changes were reported. The patient was stable.